Manufacturer narrative:
The device has been received by (B)(4) power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received form the USA stating that the "irrigation pump cannot come out" of the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.